Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No excessive no delivery alarms were noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer doesn't want to troubleshoot for the issues she just want a new insulin pump. The customer has multiple battery changes but still got no delivery throughout the night. The customer keep changing. The customer was advised to revert to backup plan. The customer was advised that we will replaced the insulin pump.